Manufacturer narrative:
Interrogation of the device revealed that the device was at elective replacement indicator (eri) when received. There¿s no detection of a battery performance alert (bpa). A longevity calculation was performed and revealed that the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During a clinic follow up, a decrease in the device battery longevity was observed and possible premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.